Manufacturer narrative:
Product analysis: the misalignment was confirmed. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, display parameters were reset, and stylus was calibrated. Speaker connector was found to be broken. Speakers were replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned. The programmer was returned for service. There was no patient involvement.